Manufacturer narrative:
A2 - age at time of event: the subject was 66 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: (B)(6).

Event description:
Proactif clinical study it was reported that the subject experienced edemato-ascitic decompensation 114 days post index procedure. The subject was hospitalized, and intervention was performed as a result. Prior to the index procedure, advanced multicompartment dosimetry was performed to assess treatment dose. Pre-treatment dosimetry documented, dose to total perfused liver was 614 gy and dose to total perfused tumor was 800 gy. On (B)(6) 2023, the subject was enrolled into the proactif clinical study and the treatment with therasphere y-90 glass microspheres was performed on the same day. The type of therasphere infusion was selective. 3.143 gbq of therasphere was administered to the left median sector (segment IV). Post treatment dosimetry documented the uptake of the delivered dose to perfused liver was 603 gy. Uptake of the delivered dose to perfused tumor was 758 gy. On 22-nov-2023, the subject presented for a follow-up visit. During this time, ecog score was 1. On 15-dec-2023, 114 days post index procedure, the subject's health condition deteriorated. On the same day, the subject was hospitalized for further treatment and evaluation. During this time, the subject was noted with increased weight to 99 kg. The subject was diagnosed with edemato-ascitic decompensation. Concomitant medication (diuretic treatment) was administrated, and ascites puncture was performed as corrective action to treat the event. Later, the subject's weight was reduced to 85 kg. On (B)(6) 2023, the event was considered resolved and on the same day the subject was discharged from hospital.

Event description:
Proactif clinical study: it was reported that the subject experienced edemato-ascitic decompensation 114 days post index procedure. The subject was hospitalized, and intervention was performed as a result. Prior to the index procedure, advanced multicompartment dosimetry was performed to assess treatment dose. Pre-treatment dosimetry documented, dose to total perfused liver was 614 gy and dose to total perfused tumor was 800 gy. On (B)(6) 2023, the subject was enrolled into the proactif clinical study and the treatment with therasphere y-90 glass microspheres was performed on the same day. The type of therasphere infusion was selective. 3.143 gbq of therasphere was administered to the left median sector (segment IV). Post treatment dosimetry documented the uptake of the delivered dose to perfused liver was 603 gy. Uptake of the delivered dose to perfused tumor was 758 gy. On (B)(6) 2023, the subject presented for a follow-up visit. During this time, ecog score was 1. On (B)(6) 2023, 114 days post index procedure, the subject's health condition deteriorated. On the same day, the subject was hospitalized for further treatment and evaluation. During this time, the subject was noted with increased weight to 99 kg. The subject was diagnosed with edemato-ascitic decompensation. Concomitant medication (diuretic treatment) was administrated, and ascites puncture was performed as corrective action to treat the event. Later, the subject's weight was reduced to 85 kg. On (B)(6) 2023, the event was considered resolved and on the same day the subject was discharged from hospital.

Manufacturer narrative:
Updated fields: d4. A2 - age at time of event: the subject was 66 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: (B)(6). D3 & g1 - manufacturer zip/postal code: (B)(6).